Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the date of the event onset, the patient was seen in the emergency room for peritonitis and was discharged home. Two days later, the patient was re-hospitalized for an unreported indication. Treatment details were not reported. On an unreported date during this hospitalization, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient is recovering. No additional information is available.